Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the bifurcation of the proximal-mid left anterior descending to first diagonal artery which had some areas of significant calcification. Following pre-dilation with a small diameter balloon, a 15 mm x 2.00 mm wolverine coronary cutting balloon was delivered to the target lesion. During initial dilation at 3-4 atm, a balloon rupture occurred at the shoulder part of the tip. The device was removed, and the procedure completed with a different device without any issues. When the wolverine was inflated outside the body, saline came out of the tip.